Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the implanted device never worked for the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for radicular pain syndrome(radiculopathies). It was reported that the second implant had never worked. The caller noted that they wished to have the patient's second device removed but the situation was fragile due to the patient's lungs being prone to chronic obstructive pulmonary disease (copd.) It was confirmed that the patient's lung issues were unrelated to the device or therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.